Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to painful hip. Update sep 29, 2017: litigation record received. There is no new allegation. Added complainant information. This complaint was updated on (B)(6) 2017. / / investigation method: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient was revised due to painful hip. Doi: (B)(6) 2006 - dor: (B)(6) 2016 (left hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.